Event description:
During a coronary stenting procedure the hub of the stent delivery system was observed to be cracked. However, there was no report of adverse effects to the pt. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed as of to date.